Event description:
A surgeon reported his pt states he has poor vision in dim lights following bilateral intraocular lens (iol) implant surgery a few years ago. The surgeon reports the pt had posterior capsular opacification (pco) and was treated with a yag laser procedure in both eyes in 2007. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/01/2008, 08/06/2008 and 08/14/2008 by phone, mail and fax. A completed questionnaire was received.